Event description:
During set up for a total knee arthroplasty, a japan medical next return pad, product # (B)(4) was connected to the patient return electrode receptacle on the aex generator, but the led connection indicator light remained red. The same return pad was tried with a different type of electrosurgical knife/generator with no problem. A different type of return pad was successfully connected to the aex and it was able to be used to complete the case. There were no error codes. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).